Manufacturer narrative:
Evaluated one opened/used reservoir. Performed pre-fill test and visual inspection to reservoir. Inspected reservoir o-rings/stopper groove. Reservoir failed inspection. Found a puncture on the neck of the reservoir. Conclusion: reservoir leaks.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating a leak in reservoir compartment of their insulin pump. The customer had a blood glucose level was 190 mg/dl at the time of the incident. Customer stated there was moisture under the screen of the insulin pump. The customer stated that they will call back regarding the issue. The customer did not return the product back for analysis.